Event description:
Potential error. This dispensing pin is being promoted as a cost effective way to make flushes from large volume bags. It is also being promoted to be used throughout the hosp. Rptr is fearful that when (not if) a healthcare practitiioner forgets to change the syringe when withdrawing fluid via this pin, an entire unit could become infected. Rptr feels that this type of device should only be promoted for use in a pharmacy under a controlled sterile enviroment.